Event description:
Additional information received from the patient reported that the patient was not really sure what the circumstances were that led to the implantable neurostimulator (ins) being tilted and the difficulty coupling. Due to different body structures, I don't know. The steps that were taken to resolve the ins being tilted and the difficulty coupling included having to charge more because of the position of the tilt.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The patient reported seeing a charge the implantable neurostimulator (ins) screen. She has been trying to charge the ins with zero coupling. She usually has a hard time getting coupling boxes to fill due to her ins being tilted. She was able to get 4 boxes during the call. The ins was off so she had pain. If additional information becomes available, a follow-up report will be submitted.